Event description:
It was reported that during cardiopulmonary bypass surgery, the temp on the tcm would not rise and that the sys would reboot itself. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The unit was returned to the MFR for eval. The complaint could not be duplicated concerning the heating problem. It was found that fuse f1 did not hold tightly and the tcm would reset when the voltage meter made contact with the unit. The clamps were tightened to secure the fuse. The sys was returned to the customer and operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.